Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it is presumed that this case was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus china sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following; -the reported phenomenon was reproduced. -the reported phenomenon may have been caused by a ccd unit failure. -since the endoscopic image was not displayed, the white balance, model name/serial number display, remote switch and focus function, and the image quality of the endoscopic image could not be confirmed. -this device was used and inspected with an olympus video system center otv-s400, light source clv-s400, a sony monitor lmd-x310s. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the installation, the endoscopic image of the device was not displayed.after the reported malfunction occurred, the user stopped using the device.this device is an olympus asset and no malfunction occurred in the hospital.there was no report of patient injury associated with the event.